Manufacturer narrative:
G4: 06feb2020. B4: 04mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. Information was received that confirms the touch screen was working. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25mar2020. B4: 26mar2020. Information was received that confirms the touch screen was working. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.